Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The ICD and rv lead delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to the oversensing. Programming changes were discussed, no intervention was reported. There were no patient consequences reported.